Event description:
It was reported that approximately 8 weeks post implantation of an initial shoulder arthroplasty, the patient was leaning on their operated arm and the poly component disassociated from the humeral tray and dislocated. Subsequently, the patient was revised approximately 2 months post implantation. Attempts for additional information were made and none was provided.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031427, standard 40mm diameter bearing; lot#: 66119336. Item#: 110031404, mini +10mm thickness +3mm taper offset 40mm diameter humeral tray; lot#: 64437452. G2: foreign: australia. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d1, d4, d10, h4. The following sections were updated: b4, b5, d9, g3, g6, h2, h6, h11. D10: standard 40mm diameter bearing cat# 110031427 lot# 66138564; mini tray +5mm cocr +3 offset cat# 110031403 lot# 64550813; cr 40mm glenosphere +3mm cocr cat# 110030777 lot# 65942426. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported issue is attributed to patient noncompliance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately one (1) year and four (4) months ago. Subsequently, the patient underwent a revision surgery approximately two (2) months later due to the poly disassociating from the humeral tray and dislocation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned glenosphere identified signs of use in the form of gouges around the outside edge of the glenoshphere near the lot number and damage to the polished surface. Product identifiers were found conforming to the print specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Further information provided by the surgeon indicated the patient was not leaning on the operated arm. This information was provided in error. As such, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.